Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the implant procedure the shunt fell out halfway during insertion. The surgery was completed after replacing the product with another one during the initial procedure. Additional information has been requested.

Manufacturer narrative:
One opened delivery system in a plastic tray in a box was received for the reported issue of shunt fell out halfway through procedure. The returned sample was visually inspected. The delivery system was found conforming for damage, however was found to nonconforming for no shunt returned on the delivery system (eds) and that the wire below the trigger (detent button) was fully bent (indented). A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms the reported issue of the shunt fell off as the returned eds did not include the shunt. How and when the shunt was released cannot be determined this evaluation, however, the evaluation shows that the wire of the eds was fully bent(indented) and that most likely the trigger(detent button) was pressed during handling of the device. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. The inspection includes inspection for the presence of gfd (glaucoma filtration device) shunt and no bent condition of the wire . Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).